Manufacturer narrative:
Concomitant products: 3093-28 mgu lead; 3095-10 neuro extension; 3023 mgu ipg implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable pulse generator (ipg) "isn't working" and they have been having issues since is was implanted. The ipg remains in use. No patient complications have been reported as a result of this event.